Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. An advanced system log review was conducted by an isi failure analysis engineer (fae). Review of the logs did not find any errors that are relevant to the reported event. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced hemoptysis. Unexpected medical intervention was required to address the issue.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced hemoptysis. A 21g flexision needle was used to biopsy the 1.4 cm lesion. The lesion was in the right lower lobe. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.